Event description:
Information received indicates, the casters are not locking into brake and will not hold.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.